Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer could be confirmed. The robi forceps insert is melted at the distal end. The heat caused the teflon sleeve to deform. According to the customer's photo, the correct programs were set. However, this is not an hf device from ks but from olympus. Therefore, the exact parameters of the individual programs are unknown. This can cause damage to the mouthpiece. The IFU recommends using a device from ks. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The customer reported an issue with one of their bipolar burners prior to procedure. It functioned correctly when tested on a wet wipe and was placed in a bag ready for use. However, the operating room nurse noticed a burnt smell and removed the burner from the bag. Upon retesting, smoke emerged from the end near the jaws, and the burner subsequently failed to operate. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on april 30,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Additional information reflect in section d10. Concomitant products article: 38151 lot: un05. Article: 26176lv lot: zm01. Article: 38610md lot: pm01 product was returned on april 30,2025. The event is filed under internal karl storz complaint ID: (B)(4).